Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist identified that the customer¿s station was stuck on a windows update. At the same time, the tss uploaded a package by following the knowledge article ¿es devices stuck at ¿windows updates 100% complete¿ screen after reboot.¿ the package upload completed successfully, and the station came online with the update applied successfully. The tss verified all reboot times, uploaded the required excel sheets, and followed the knowledge article procedures. The tss then emailed the customer and explained the reboot process and functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was stuck on a windows update. The customer attempted to reboot the system, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.